Event description:
The pt's sciatic back pain was full strength following a pump replacement. The pt was bedbound; he could not sit up or walk. There was a bump over the pump implant site. The pump was used to deliver morphine. It was difficult to aspirate medication from the pump. The hcp reported that a dye study was required to rule out a possible leak. This request was denied twice. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
For difficult to aspirate.